Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. The audio bolus button was found to be torn/punctured. During testing, the up arrow keypad button was found to be intermittently unresponsive. All other keypad buttons responded appropriately to button presses. The audio bolus button was responsive despite the button cover damage. The keypad cover was removed and contamination was found under all key contacts. Additionally, evaluation revealed that the display was dim and discolored. Evaluation also revealed that the pump¿s audible alarm was unresponsive due to a piezo contact alignment failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow keypad button was under responsive and that there was contamination under all button contacts. Investigation also revealed that the display was dim and discolored. Additionally, evaluation revealed that the pump¿s audio tones were not functioning. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/19/2014.